Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor tested outside of device and passed. The insulin pump was received with cracked liquid crystal display window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the customer received motor error alarms on the insulin pump during bolus delivery. The customer's blood glucose was 120 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.